Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default, pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, there's a crack along the battery compartment extending from the fingerpad to the case seal.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.